Manufacturer narrative:
A system displaying a error message was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg had approached its end of life and is no longer able to communicate with external devices or provide therapy. In turn, the patient may undergo surgical intervention to address the issue.